Event description:
It was reported that at about forty minutes into a gynecological procedure, the surgeon indicated that the device became dull from use because the grasper was taking bites that were too large. The uterus was 1800 grams and the surgery took two hours to morcellate the uterus. The case was finished with a different type of morcellator.

Manufacturer narrative:
Date sent to the FDA: 09/26/2008. Dull blade occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches sent as two devices were involved in this event. See also medwatch #2210968-2008-00896. The same patient is represented in each medwatch.